Event description:
I've had quite a few more low blood sugars, some of which I have not been able to explain, since using my mmt-396, lot number 8200618 infusion sets. One of these lows actually involved me going to the emergency department due to syncope, or near-syncope - I can't remember if I actually passed out-, in 2009. Dose or amount: na. Dates of use: 3 or 4 months. Diagnosis or reason for use: diabetes.